Event description:
According to the reporter, after firing, the lapro clips cannot be removed from the cartridge, and therefore stay at the tissue. The subject device was used on a patient. The clip was stuck on patient tissue. The surgeon applied a new clip at the tissue site, and resected the former clip with additional tissue. Minor tissue damage was reported.

Manufacturer narrative:
(B)(4).